Manufacturer narrative:
Failure analysis noted that the pump alarmed button error and no button response due to moisture damage on the keypad traces. They were unable to perform the displacement test due to the keypad anomaly. There was no moisture damage on the electronic assembly. The pump had scratched lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 70 mg/dl at the time of incident. The customer stated that the pump alarmed button error. The customer stated that the pump was kept against the body and was possibly exposed to sweat. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.